Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, the surgeon was able to pressed the button and squeezed the handle but the stapler did not fire. A manual handle was used to complete the case. There was no patient injury.